Event description:
It was reported that a patient experienced hypotension. During a pulsed field ablation (pfa) procedure a farawave catheter was used to perform a pulmonary vein isolation and off-label posterior wall and mitral line ablation. Glyceryl trinitrate (gtn) was given to the patient before mitral ablation, the last mitral line ablation induced a strong vagal response and the patient became hypotensive. More atropine was given to the patient and the blood pressure went back to normal. The procedure was completed successfully and the patient had successfully recovered. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.